Event description:
The manufacturer sales representative reported that the tip broke off the device during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.